Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('all my other side effects went away after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced spondylitis ("I have ton of arthitis and osteoarthritis in my hips and back"), osteoarthritis ("I have ton of arthitis and osteoarthritis in my hips and back"), spinal osteoarthritis ("I have ton of arthitis and osteoarthritis in my hips and back"), arthropathy ("joint issues"), bone disorder ("bone issues") and arthritis ("I have ton of arthitis and osteoarthritis in my hips and back"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, spondylitis, osteoarthritis, spinal osteoarthritis, bone disorder and arthritis outcome was unknown. The reporter considered arthritis, arthropathy, bone disorder, medical device removal, osteoarthritis, spinal osteoarthritis and spondylitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('all my other side effects went away after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced spondylitis ("I have ton of arthitis and osteoarthritis in my hips and back"), osteoarthritis ("I have ton of arthitis and osteoarthritis in my hips and back"), spinal osteoarthritis ("I have ton of arthitis and osteoarthritis in my hips and back"), arthropathy ("joint issues"), bone disorder ("bone issues") and arthritis ("I have ton of arthitis and osteoarthritis in my hips and back"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, spondylitis, osteoarthritis, spinal osteoarthritis, bone disorder and arthritis outcome was unknown. The reporter considered arthritis, arthropathy, bone disorder, medical device removal, osteoarthritis, spinal osteoarthritis and spondylitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: coding correction was done of the event: I have ton of arthritis and osteoarthritis in my hips and back which splits into events: osteoarthritis of the back, osteoarthritis of the hip, arthritis in back. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('all my other side effects went away after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthritis ("I have ton of arthritis and osteoarthritis in my hips and back"), arthropathy ("joint issues") and bone disorder ("bone issues"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, arthritis and bone disorder outcome was unknown. The reporter considered arthritis, arthropathy, bone disorder and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.